Manufacturer narrative:
D: suspect medical device corrected from introducer to impella pump due to the report that the introducer peeled away. H4: updated the manufacture date. Additional information: the following information was received: the pump is unavailable for return.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was utilized in a 72-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock (ami-cgs). The patient¿s medical history included chronic kidney disease with renal insufficiency requiring dialysis, with coronary artery disease status unknown. The patient was scai stage e and required inotropes, vasopressors, and mechanical ventilation for respiratory support. Right femoral arterial access was obtained. The patient underwent lcx and ramus coronary angioplasty with ptca and stent placement. The patient experienced the following related to the introducer: minor bleed and death. Slight bleeding was noted from the groin access site with acts remaining elevated, and despite the site being closely cinched, slow oozing persisted. Care was withdrawn, and the patient expired. After a comprehensive review of the available information, the patient¿s death is being reported conservatively and could have been related to the patient¿s underlying acute myocardial infarction, advanced cardiogenic shock and overall critical illness. The patient expired.

Manufacturer narrative:
H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was use related as the bleeding slowed after percloses were cinched down and angle rematched per clinical details.